Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no indication that a malfunction occurred. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on 18 jul 2023 from the caregiver (cg) of a 72-year-old male patient with a medical history including end stage renal disease, who stated the patient experienced decreased blood pressure (nos), ¿fainted¿ and fell during the standing blood pressure measurement at the conclusion of a hemodialysis treatment on (B)(6) 2023. Emergency medical services (ems) were contacted, and the patient was transferred to hospital. Additional information was received on 19 jul 2023 from the home therapy nurse (htn) stating that the patient was admitted to hospital for central venous catheter (cvc) revision on (B)(6) 2023. Per the htn, the patient remained conscious, and the rapid movement associated with returning to the chair caused the access issue. Per the htn, the patient has recovered without sequelae and continues to treat with the nxstage system.